Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the consumer experienced blurry vision, rings and starburst around light night and day. The night vision was so bad that she was not able to drive at night anymore. She had a yttrium aluminum garnet (yag) done at 6 month, but still there was no improvement. She is wearing glasses for near and far vision, she is also experiencing severe halos and starbursts at night. She also have had 3 additional surgeries and none have been successful. No further information available. There are two medical device reports associated with this patient. This report is associated with the right eye.